Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Summary: six unopened samples of product code 9702, lot par624 were returned for analysis. The complaint issue was not received for analysis. During the visual inspection of six samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 6 quantity of device issues captured in reports 2210968-2019-84443, 2210968-2019-86280, 2210968-2019-86281, 2210968-2019-86292, 2210968-2019-86293 and 2210968-2019-86295. Analysis results have been included in the report for each.

Event description:
It was reported that the patient underwent a pediatric cardiac surgery on (B)(6) 2019 and the suture was used. It was reported that needle suture pull off occurred during the procedure. Another like suture was used to complete the procedure. There were no patient consequences reported. No further information available.